Event description:
It was reported that during endoscopic retrograde cholangiopancreatography (ercp) procedure, the wire of the single use mechanical lithotriptor broke while the basket wire was inside the patient with a stone in it. Troubleshooting was attempted with a use of a different mechanical lithotriptor but the wire broke again. The physician used other means to remove the basket wire by cutting two of the four basket wires using an argon plasma coagulation and then was able to release the stone. This resulted to the delay of the procedure for at least an hour. The procedure was then completed with a similar device. The physician stated there were no complications but the stone was unable to be crushed.